Event description:
The patient reported right incisor became loose. Patient noted the tooth has a crown and has a risk of falling out because of how loose it is. Patient was told will need a new implant with a cadaver bone.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - existing dental restorations (e.g., crowns or bridges) may become dislodged and require re-cementation or, in some instances, replacement.", "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners contributed to the tooth mobility and possible extraction and implant, therefore, this event is being filed as MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.